Event description:
Patient complained of redeye/tears, discomfort, stinging and hurt eye pain. Patient used renu contact lens solution. Bausch and lomb manufactures the renu solution. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).